Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation procedure with a mentor smooth round moderate profile 225cc saline breast prosthesis that resulted in capsular contracture (baker grade IV). As a result, the patient had the prosthesis explanted and replaced with a like device on (B)(6) 2017. As the device was being removed, it was noted that it was leaking. The patient tolerated the procedure well. No other issues were noted.

Manufacturer narrative:
The initial report for this complaint file showed a due date of 12/7/2017, but this is incorrect. The complaint file was originally assessed as not MDR reportable, but further clarification received regarding the lot number of the device on 2/8/2018 confirmed that this event was MDR reportable. The awareness date for submission of the initial report for this complaint file is 2/8/2018. (B)(4).

Manufacturer narrative:
On 6/15/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.4 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).